Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 05/17/2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (2000 mcg/ml at 1180.7 mcg/day) and bupivacaine (10.9 mg/ml at 6.435 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient was having their pain pump replaced due to normal pending elective replacement indicator (eri), which was noted to be at 17 months. A catheter dye study had been performed on (B)(6) 2019 and it was normal. During the replacement the catheter was sluggish and there was tissue in the connector. The hcp tried to remove the tissue to see if that helped but it did not. The sutureless connector was replaced. It was unknown if the issue was resolved. No patient symptoms were reported. The patient's status at the time of the report was alive - no injury. The patient's weight was provided. There were no environmental, external or patient factors which may have led or contributed to the issue. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. The pump was returned device passed all testing in the laboratory and no anomalies were identified. The catheter was returned and analysis identified a hole in the catheter body. If information is provided in the future, a supplemental report will be issued.